Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. The manufacturing date and expiration date of the device is not available. The manufacturer and model of the device's associated lead(s) is not available. Attempts to obtain additional information were unsuccessful. (B)(4).

Event description:
It was reported that the patient expired after the implant of their implantable pulse generator (ipg). After the implant procedure was over, the patient's blood pressure dropped and the patient collapsed. It was noted the patient suffered from cardiac tamponade due to perforation. Attempts to obtain additional information were unsuccessful.